Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide updates to fields h3 and h4. The device was evaluated where no abnormalities were found that could lead to the breakage of the cutting wire. The following defects were noted: coated portion of the cutting wire was torn, and the broken portion was scorched and melted. In the provided video, the cutting wire was broken at the proximal side during cutting the tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the device broke inside the patient and was retrieved occurred due to the device malfunction. The phenomenon " knife wire was damaged (basically sparks occur)" likely occurred due to the following: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: "¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. ¿ when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿when activating output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
H4: the subject device was manufactured on nov 2022 based on the provided 3 digit lot information. If full information is provided, the field will be updated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus that during an endoscopic retrograde cholangiopancreatography the cutting wire of the single use 3-lumen sphincterotome v broke inside of the patient at the entrance of the papilla. The whole device was retrieved/removed from the endoscope. No further intervention was required, and there was no delay in the procedure. The physician used a new device (same model), and the procedure was completed successfully.